Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with intraperitoneal fortum (1g once a day; duration not reported) and intraperitoneal vancomycin (1g once a day every fifth day; duration not reported) for peritonitis. Therapy remained ongoing. At the time of this report, the patient remained hospitalized. Recovery status of the patient was unknown. No additional information is available.